Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: metallic particles remained in the patient's knee. The probable root causes could: be excessive force applied by the user, shaver blade comes in contact with a metal object (i.e. Scope), friction due to cutter assembly and housing assembly interaction, poor or no suction, or debris got caught in the cutting window. (B)(4).

Event description:
It was reported that some metallic particles remained in the patient's knee. The surgeon washed the knee and retrieved all the particles.